Event description:
A malfunction was reported with a code displayed as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received guidance to reset the pump successfully and acknowledged understanding. They were instructed to reload the pump supplies and resume using insulin on their own, with no further action required from technical support.